Event description:
During a follow-up, it was observed that the pt had a number of aborted shocks and may have rec'd a shock or two. The rhythm was diagnosed as lead noise, and the decision was made to explant the ICD and lead. During the explant procedure, at the venous entry site, lead damage was seen. The physician determined that the cause of the lead break was 1st rib and clavicle crush.